Event description:
It was reported that prior to an unknown procedure the check showed that the device turned off after it was powered up. No patient consequences were reported. Device returned to the international service center.

Manufacturer narrative:
Date sent: 11/20/2007. Evaluation summary- based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint. The main pcb board was replaced to correct the issue. After servicing the unit passed all qa functional testing. The device history record has been reviewed via the database. The unit has passed qa inspections. Complaint information is trended on a regular basis to determine if further investigation is warranted.